Event description:
It was reported that a user experienced hyperglycemia after a usual breakfast while using the ilet with inset infusion sets, with glucose peaking at 296 mg/dl and remaining above 180 mg/dl for approximately three hours before returning to range without an infusion set change. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and spontaneous return to target glucose. Investigation included troubleshooting and education with the caregiver. Investigation of this case revealed an unclear cause for the hyperglycemia, with no device alarms and no confirmed hardware or infusion set malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.